Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the ceftriaxone was not stocked in any quantity or dosage. The technical support specialist (tss) identified that the medication was destocked on date (B)(6) 2025 and was not restocked afterward. The tss also noted that a different medication had been stocked in the location where ceftriaxone was previously placed. The tss advised the customer to contact the pharmacy to request a stock out and informed the customer that the pharmacy would need to send the stock to complete the process. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini user indicated that ceftriaxone had been added to the patient profile; however, it did not appear in the profile. The customer attempted to add the medication using the add item button, but it still did not display. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.